Event description:
During remote monitoring, electromagnetic interference (emi) was detected by the device which caused episodes of undersensing and oversensing. The emi was interpreted by the device as an episode of non-sustained ventricular tachycardia, which resulted in a brief cardiac pause and episodes of dizziness. The patient presented in-clinic, abbott technical support was contacted, and the device was reprogrammed to resolve the event. The source of the emi remains unknown. The patient was in stable condition.